Event description:
Medwatch report explains that the patient was having evidence of shunt malfunction. Fluoroscopy was used to place lumbar peritoneal catheter successfully. Surgeon turned attention to pseudomeningocele at ventricular-peritoneal shunt site. Cultures taken and wound explored. Valve that had been implanted at earlier date was found by the surgeon to be split and leaking copious amounts of cerebral spinal fluid (csf) this valve was removed by the surgeon and replaced with a new item of the same type. Procedure finished and patient transported to ICU without further incident.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. (B)(4)

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.